Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers: if no: was the device on a vessel/artery when it would not open: no. If yes, how was the device removed? (I.e. Cut off, forced opened) handle was forced open by pulling with two hands if cut off, did this cause a change in the plan of care for the patient: n/a. Did the removal cause any damage to the vessel/artery: n/a. If yes, what is the damage and how was the damage repaired: n/a. Did the surgeon continue the case with this same device: no- new device was opened.

Event description:
It was reported that during a laparoscopic hernia procedure, the surgeon was firing across the hernia sac when he received an error message to "reposition jaws and reactivate" three times. Then the instrument jaws locked and would not open and close. The case was completed using another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 01/10/2017. Batch n92z17. The device was received with the upper jaw detached not returned. In addition, the iblade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the device, we are unable to investigate further the reposition jaws and reactivate alert screen reported. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint